Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that the visual and audible alarms on an iw990afu manual controlled infant warmer appear to be irregular. This was detected during pre-tests. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 2000. The pcb component of the subject infant warmer is en route to fisher & paykel healthcare for investigation. We will submit our findings in a follow-up report at the completion of our investigation.